Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 47 months due to batery failure. The pump had been infusing morphine sulfate 47mg/ml and bupivicaine 2.5mg/ml. A follow up report will be sent if additional information is received.